Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported by remote transmission the patient went to the emergency department with low heart rates. The transmission showed loss of capture of the ventricular lead. The lead remains in use. No further patient complications were reported as a result of this event.